Manufacturer narrative:
A united states (us) customer contacted, a siemens customer care center (ccc), and reported that falsely depressed sodium (na) results were obtained on a patient. Sample on a dimension exl with lm integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, replaced integrated multisensor technology (imt) diluent syringe tip, pump x tubing, salt bridge and standard b (std b) solution, adjusted syringe gap, detailed imt diluent pump worm gear, replaced imt x seal and flossed imt rotary valve ports, verified pump rate, bleached imt waste line, verified sampler probe to imt port alignment, performed imt calibration 3 times, imt precision, and quality control (qc). During technical service verification (tsv), the cse cleaned the top seal assembly, replaced top seal capstan drive and top seal solenoid, performed top seal alignment, and made 100 cuvettes to verify function. Next, the cse inspected imt system for obstructions, replaced imt x (pump head) tube, imt rotary valve and seal, imt pump head, imt port and valve and diluent pump syringe tip, and stylet rotary valve ports, performed super condition, cleaned and lubricated diluent pump lead screw, replaced diluent pump panel tubing, performed motor titration on diluent pump, primed imt fluids, performed imt pump rate alignment and imt calibration. After imt service, performed precision study and imt qc, results were acceptable. Later, the cse flossed imt tower and port, replaced all imt tubing, conditioned the port, and ran successful 10 of each level of qcs. Siemens is evaluating the event. Note: section e4: it is unknown if the initial reporter sent report to FDA.

Event description:
The customer reported, that falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was reported to the physician(s), who questioned the result. The sample was reprocessed on the original and alternate dimension exl integrated chemistry system. The repeat result from the original system recovered same as the original result. The repeat result from the alternate system recovered normal. The repeat result from the alternate system was reported as correct, result to the physician(s). The customer stated that the patient was admitted. It is unknown if there are any known reports of adverse health consequences due to falsely depressed na results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2026-00053 on 17-mar-2026. Additional information (25-mar-2026): the customer stated that quality control (qc) and calibration were recovered within acceptable range prior to running patient samples. Siemens reviewed the instrument data and noted that air and liquid values of standard a (std a) and standard b (std b) were within the normal range. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced rotary valve and seal, integrated multisensor technology (imt) port and valve, cleaned and styletted ports, performed super condition, primed imt fluids, performed pump rate alignment, ran successful imt calibration, qc, and precision test 5 times on patient samples. Siemens further evaluated the event and determined that the flow issue through imt potentially contributed to the falsely depressed sodium (na) results. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information.